Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-operative examination, the pulse generator exhibited crosstalk. The ventricular sensitivity was adjusted which resolved the crosstalk issue. No patient symptoms were reported.